Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of the event was unknown. On an unknown date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin and fortum injection (1g, ongoing, route and frequencies were not reported) for peritonitis. At the time of this report, the patient was recovered from peritonitis. The patient was discharged from the hospital 12 days after event onset. Pd therapy was ongoing. No additional information is available.